Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed that the catheter was corroded at the pump connector. The problem was confirmed by a dye study. It was further reported that there was a pump problem. Csf and glucose were pulled from the pump reservoir. It was further reported that there were no leaks found when revision and pump replacement were done (B)(6), 2010. Additional information has been requested, but was not available as of the date of this report.